Manufacturer narrative:
The problem may could be traced to optical fiber failure. We are unaware of patent involvement.

Event description:
The optical fiber had a failure that did not allow to use it properly. No adverse effects to patient were reported.